Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name has been corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 86 year old male who was admitted for high risk percutaneous coronary intervention the patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. The patient received support from the cp for coronary angioplasty procedure. Post-procedure groin angioplasty showed positive distal flow and the patient had positive distal pulses. The patient had a known superficial femoral artery occlusion. On day 2 of support, while in the intensive care unit, the patient experienced a loss of bilateral distal pulses. The device was explanted. Limb ischemia is a known potential adverse event of the impella cp per the instructions for use.